Event description:
This is 1 of 1 device for this event on complaint (B)(4).

Event description:
It was reported that during a surgery on (B)(6) 2013, a plate bender had the teeth from the end break off while in use. There was no delay in surgery or adverse event to the patient reported. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
Additional narrative: device manufacture date: 11/12/2010. A manufacturing evaluation was performed and the report states the following: an inspection of the front pin was not possible as it wasn't returned; however, as both pins are machined at the same time we conclude that both are dimensionally the same. An inspection of the second pin in both widths reveals that the pins are dimensionally conforming. A hardness test was carried out and revealed that the jaw is approximately 1hrc over the maximum limit at 56hrc. The hardness test at the time of manufacture showed a hardness of 55 hrc. In the meantime the device has aged approximately 3 years and it cannot be exactly determined if that can affect the hardness. It appears that the device broke due to misuse, but nevertheless we can only conclude this complaint to be indeterminate. Placeholder.

Manufacturer narrative:
The device is used for treatment, not diagnosis. (B)(6).